Event description:
It was reported that the left ventricular (lv) lead exhibited high/unstable thresholds and low pacing impedance. Insulation damage is suspected, but not confirmed as there was no visual damage in the pocket or detected via x-ray. In addition, the patient experience muscle stimulation around the pacemaker site. The lv lead was capped and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).